Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon investigation the rear response button was functioning intermittently. The cause for the failure was an intermittent response button switch. The root cause for the intermittent switch could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the response buttons were defective.